Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. The insulin pump had minor scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip. No moisture damage noted on electronic assembly or on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's mother reported that the insulin pump got exposed to moisture. The customer's blood glucose was 349 mg/dl at the time of incident. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.